Event description:
Nellcor puritan bennett received a call from a rt with "psa" on 04/09/1999. The rt called to report the following problem: no volume delivered with all leds on and constant single tone alarm.